Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the left ventricular (lv) lead was attempted to be inserted into the introducer but was unsuccessful. A new lv lead and introducer were used to resolve the event. The patient was stable with no consequences.